Manufacturer narrative:
Reported event was confirmed as returned implant was damaged. Visual inspection of the returned part shows that the dove tail feature is compressed on one side and flared on the other. Signs of wear (nicks/gouges) were noted in between the dovetail tip and the hinge mechanism. Dimensional evaluation of the returned part indicate that the part is within print specifications where measured. Device history record was reviewed and no discrepancies were found. The fact that one side of the dovetail feature was compressed and the other flared points towards improper alignment of the articular surface with the tibial tray. Therefore, the root cause of the reported issue can be attributed to user error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert did not click onto the tibia. A second insert was opened to complete the case. No adverse events have been reported as a result of the malfunction.